Event description:
The pump was initially anchored with two sutures on three suture loops. The sutures were placed in the abdominal muscle fascia. The patient manipulated pump resulting in pump inversion. Manual correction was attempted, but caused pain on refills due to having to twist the pump to access the port for refill. The pump pocket was accessed and the pump placement was revised and the pump rotated so the port was facing the outside. The patient recovered without sequela and now has much easier refills. The patient's pump contained morphine sulfate.